Event description:
It was reported by the patient's mother that the patient was experiencing an increase in seizures and wanted to see their neurologist to verify if vns was working properly. No additional relevant information has been received to date.